Event description:
The complainant reported a patient was presented to the medical facility with chest pain and diagnosed with st elevation myocardial infarction (stemi). An angiogram revealed the left main artery was occluded and the impella was implanted in the right femoral artery (rfa). It was reported that the patient had a small hematoma after moving, but it was not increasing in size. A limb immobilizer was put in place. It was reported that the patient was provided an amino drip to control episodes of ventricular tachycardia (vt). It was reported the patient¿s urine output was slow and the urine turned red in color overnight. Repositioning of the impella catheter was discussed. No echocardiogram (echo) was performed, and the pump remained outside of ideal position based on the diastolic flows and intravenous (IV) waveform tracing. Weaning was successful, the device was explanted, and the procedural outcome is the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.